Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call no delivery alarm and high blood glucose levels. Customer¿s blood glucose level was 600 mg/dl. Customer treated their high blood glucose levels via manual syringe. Troubleshooting for no delivery was performed. Customer resolved the issue by changing out their complete infusion set and reservoir. Customer declined to troubleshoot for high blood glucose levels. The insulin pump will not be returned for analysis.